Event description:
In 2008, the pt reported he noticed before dinner that his insulin infusion device screen has a "black shape" on the left side of it and the right side is blank. He stated he changed his device battery this morning. He was using the recommended battery type. The pt was instructed to change batteries which he did. The black spot remained. The pt was then instructed to remove the battery and the black spot was still visible. He stated the screen behind the spot "looks broken". The pt said the device has not been dropped. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.